Manufacturer narrative:
D6b: patient did not have a revision as of when the initial MDR was submitted.

Manufacturer narrative:
Additional information: d8, g3, h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain and planned revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
As reported by the legal brief, on (B)(6) 2012, patient underwent a right total knee replacement surgery and was implanted with an optetrak device, including an optetrak logic cc tibial insert. Patient will undergo revision surgery on (B)(6) 2023. Following the revision surgery, patient will continue to be limited in her activities of daily living. Patient has difficulty with daily activities such as getting dressed, climbing stairs, and bathing. Despite undergoing the revision surgery, patient will likely experience daily pain and discomfort in her left knee which limits her activities of daily living and impacts her quality of life.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, c, d, e, g. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, subsidence and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.